Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that blue fiber was found in a patients anterior chamber and the event led to fibrous uveitis postoperatively.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the fourth for this issue for this lot. The device history record shows the product was released per specifications. A sample has not been returned for this complaint. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, at the very least, the customer should provide the manufacturer with a photo of the fiber with the investigation of the issue. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).